Event description:
Patient called back and repeated their leads have migrated north, about 2.5 ribs above where they were supposed to be. Patient said they went to see the surgeon and they seemed to think the leads only moved a little bit. Patient then said no setting has ever really worked properly and they had a rep that was working on the "electrodes". Patient said they have a doctor appointment in a week and a half. Patient said their situation with the stimulator was affecting their life in such a negative way, they can't walk without a cane, and instead of getting better it's getting worse. Agent redirected to doctor to continue to address the issue. Agent sent supervisor callback request. Agent also reviewed role of ps per patient's request.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot#serial#: (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 16-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was on (B)(6) when the pt took x-rays it was discovered that their leads moved upwards 2.5 ribs so they were now at their c10. The pt needed to know what should happen. The pt was redirected to their healthcare provider (hcp). Pt said they had only seen their hcp once since surgery and that was in september. The pt was working with 4 bottom electrodes and their next appointment was on friday with their hcp personal assistant (pa) and they requested to see the hcp then as well. The pt said there was a tech support person in patient services (ps) who was so helpful months ago who worked with them to figure what program works best. Agent reviewed what ps can do but did not have medical records. Pt then said they knew how to operate their device but they did not know what the settings do and what electrodes are supposed to be targeting. Pt wanted specifics on what each electrode was supposed to be targeting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received regarding the internal device. The pt stated that because the leads moved from where they were supposed to be (6 up to 10) and as they understand it, only the bottom 4 electrodes can be utilized and they don't understand why the electrodes are still there. Pt also mentioned that they got terrible shocks and sometimes the therapy cut off and got more intense and too much stimulation at night. Pt also said that sometimes the settings worked on the bottom half of their body but not the top. Pt asked if they should turn the stimulator down. Agent advised pt that they could try to turn the stimulation down but if it still didn't work, they would have to follow up with their healthcare provider (hcp) and manufacturing representative (rep). Pt mentioned they spoke with someone who helped them with their settings before. Agent still redirected pt to their rep and their hcp. Agent offered to send a message to the field team for visibility. Patient also said they have an alternate rep and will let them know. Issue was not resolved.